Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider via manufacturing representative regarding patient with reoperation as there was t10 set screw back out and t10 screw looseness suggested for spinal therapy. Procedure used was ossification of the posterior longitudinal ligament of the thoracic spine c7-t10 posterior fusion. Event occurred intra-op. Date of initial surgery was (B)(6) 2013. Levels implanted t6/ t10/ t11. Screw at t10 was replaced, screw at t6/ t11 was added. It was reported that after crosslink was set and final tightening of the first set screw was performed, the final tightening of the second one was unable to be performed. The first set screw did not fit inside the shaft of the break off driver and was in a protruding state. No health damage or symptoms in the patient was reported. There was delay in procedure less than 60 min. Driver is being returned. Update ; pli20:the set screw at one side of th10 backed out completely pli30:when the set screw was removed, it was loose in some places.*since qty is not determined, only one pli has been created. Pli40 50(solera5560 screw):t10 were loose on both sides these devices were discarded at hospital.